Event description:
(B) (4) received information that during a literature review of the attached article; analysis data was compared on pacemaker implantations and replacements reported to (B) (6) pacemaker registry during 2008. The summary reviewed approximately thirty-six percent of all pacemakers implanted. Reasons for lead replacement included or ulceration, dislodgement, fracture, insulation damage increased threshold measurements. Adverse events included syncope, dizziness, dyspnea or signs of heart failure and bradycardia. It is unk whether the reported information was related to a (B) (4) device.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated. An attempt was made to obtain further additional information without success. Samartin rc, ferre jm, de carranza mj, mateas fr, gonzalez jl. (B) (6) pacemaker registry. 6th official report of the (B) (6) society of cardiology working group on cardiac pacing (2008). Rev esp cardiol. 2009 dec; 62 (12): 1450-63.